Event description:
It was reported that the insulin pump had unresponsive act and down arrow buttons. The blood glucose reading was 146 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to keypad connector on lcd board being unlocked. Insulin pump had missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.